Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; the battery cap secured to the pump with no visible yellow-oring and was replaced aproximately 4 to 6 months ago. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is potentially because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the pump black box data showed unexplained pump reboots. During visual inspection of the pump, it was observed that the battery compartment was cracked. It was observed that the threads of the returned battery cap were stripped and the battery cap was stuck to the pump and had to be removed forcibly. The returned battery cap¿s height and width were all within specification. The issue of pump reboots was duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test and it. There were no pump reboots duplicated during this time with the test battery cap. The investigation was able to duplicate the complaint of intermittent power issue during a battery cap functional test using the returned battery cap. The investigation was unable to confirm the complaint about an intermittent power issue before the complaint date of (B)(6) 2016 due to overwritten data in pump¿s black box histories. The pump cover was removed and there were no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).